Manufacturer narrative:
(B)(4).

Event description:
It was reported asymptomatic patient presented to the clinic after receiving an alert for upper out of range high voltage lead impedance. Defibrillation threshold testing was recommended. The suggestions will be discussed with the physician. No further information is available.